Event description:
The reporter stated that her daughter was hospitalized on (B)(6) 2014 due to high blood glucose. Blood glucose reading at the time was 630 mg/dl. The reporter's daughter was wearing the insulin pump at the time of the hospitalization. The cause of the hospitalization was determined to be diabetic ketoacidosis. The daughter has been treated with insulin drip. Troubleshooting was performed and the insulin pump was found to be functioning as designed. Advised the reporter to change reservoir, complete set and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.